Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The article "major bleeding predictors in patients with left atrial appendage closure: the iberian registry ii" was reviewed. This research article is a prospective multi center experience aimed to clarify the variables that might be independent predictors for major bleeding events. Amplatzer® cardiac plug (acp), the amplatzer amulet®, and thewatchman®. Were associated to the study. There is no allegation of malfunction of the abbott devices. The article concluded that gastrointestinal bleeding history and age > 75 years are the main predictors of major bleeding events after left atrial appendage closure (laac), especially during the first year. Age seems to have a greater influence on major bleeding events than on thromboembolic risk in these patients. The primary author of the article is josé ramón lópez-mínguez, md, cardiology department, interventional cardiology section, hospital universitario de badajoz, 06080 badajoz, spain; juanmanogales@yahoo.es.

Manufacturer narrative:
Additional information for g4, g7, h2, h6, and h10. As reported in a research article, complications from left atrial appendage closure included stroke, intracranial hemorrhage, gastrointestinal bleeding, and bleeding. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.